Event description:
This case was initially received via regulatory authority (B)(6) (reference number: ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pains") and device dislocation ("essure migration to uterine horns") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and metrorrhagia ("inter-periods metrorrhagia"). The patient was treated with surgery (salpingectomy and hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation and metrorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation, metrorrhagia and pelvic pain with essure (ess205). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: pelvic pain- the analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.